Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this custom tubing pack, had no zip tie on the venous side of the pre-bypass filter. The customer stated that all packs in this lot number are missing the zip tie on the venous side of the pre bypass filter. The venous line slips off very easily. Their previous packs all had a zip tie holding the venous line to the pre-bypass filter. The use of the device was unspecified. There was no adverse patient effect associated with this event. Medtronic received additional information that the venous line is not disconnected in the custom pack prior to use. After priming, the av loop is opened and passed up to the sterile field with both the arterial and venous lines still connected to the pre-bypass filter. This need to be done with aseptic technique. It is during this manipulation of getting the lines onto the sterile field that the venous line slips off the connector on the pre-bypass filter. The complaint is that there is no tie band on the venous side of the pre-bypass filter. It should be noted that when this happens the surgical drapes become saturated with the priming solution. This can lead to ¿fluid breakthrough¿ which increases the risk of patient infection. Medtronic received additional information that they reconnect the lines using a 1/2 x 3/8 connector and recirculate the prime through the loop to ensure that they are de-aired. They have also reattached the venous line to the filter and had the scrub technician hold the components in place to do the same thing.